Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker recorded several episodes of noise which led to pacing inhibition. The sensitivity was reprogrammed and this device remains in service. No adverse patient effects were reported.